Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the high-brightness motor due to the aging deterioration due to the repeatedly use for a long-term use because more than 13 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that all the front panel display of the subject device lit up when the power of the subject device was turned on. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the fatigue of the motor for high intensity.